Manufacturer narrative:
Occupation: administrator/ supervisor. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that the patient experienced a perforation in the right ventricle (rv) during the ablation portion of the procedure. After the surgical portion was completed, the patient needed additional ventricular support so the decision was made to place them on intra-aortic balloon (iab) therapy. When the iab was inserted and the console was turned on, the iab would not inflate. The iab was removed and replaced with a new one. This caused a delay in supportive care for the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and traces of blood found on the exterior. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 through oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).